Event description:
Affiliate reported that after an MRI scan, the valve was no longer adjustable. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device returned was actually that of product code 82-3100 and not that of 82-3110. Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the programming and pressure tests. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.